Manufacturer narrative:
The issue of no image for the device was resolved with trouble shooting and selection of the correct selection of the serial digital interface (sdi) 2 in the front menu, as the sdi 2 port was being used at the back of the device. The device is not returned as there was no failure of the device. An evaluation is being performed based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, special adoption, or unevenness. There is no history of repair for this device within one year. The cause of this issue is due to handling as the instruction manual gives direction for what to do when there is no image. The instructions for use for operation manual includes the following statements: 6.1 how to distinguish and cope with anomalies abnormal content: images do not appear. Cause: the input signal selection button is not set properly. Corrective method: choose an appropriate input terminal with the input selection button on the front panel. 6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal.

Manufacturer narrative:
The device will not be returned as the issue was resolved with troubleshooting and the correct selection of sdi 2 in the menu to match the port being used. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during set up when the scope was plugged in, the device would not show an image. The issue was resolved upon troubleshooting by the correct selection of the serial digital interface (sdi) 2 in the front menu, as the sdi 2 port was being used at the back of the device. There is no patient involvement and no harm reported to any patient.